Manufacturer narrative:
The spider device involved in this event was not returned for analysis. The hawkone 6f which was returned showed damage which indicated that the ptfe had stripped off the spider fx. Yellow/green fragments which are consistent with the appearance of ptfe from a capture wire was observed on the proximal end of the rotating tip guidewire lumen of the hawkone. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a hawkone directional atherectomy catheter and a 6mm spider filter guidewire to treat a 300mm fibrous cto (chronic total occlusion-100%) with little calcification in the right superficial femoral artery. The artery had a 6mm diameter and had little tortuosity. The procedure used a 6 fr non-mdt sheath. The vessel was pre and post dilated. The devices were prepped as per the IFU and the guidewire was hydrated during prep. It was reported that severe resistance was encountered advancing the device. The device was advanced over bifurcation. The guidewire locked up on the hawkone and the wire separated through the side of the device tip. Tip damage was reported on the hawkone. The device was removed by pulling the guidewire from the lumen with resistance. It was further reported the device was loaded correctly while advancing the wire separated from the device. No detachment occurred. The tecothane jacket is reported to have torn. The procedure was completed using a drug coated balloon. No patient complications have been reported as a result of this event.